Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory thorough analysis was performed. The programmer booted multiple times without error, and there were no signs of abuse or mishandling. Hard-drive testing passed and software was successfully uninstalled and reinstalled from a pen drive. It was observed that the inverter's lower transformer started overheating, melting the cover slightly. The part was replaced. The programmer passed all incoming functional tests without issue.

Event description:
Boston scientific received information that when the field representative attempted to install new software on this programmer the screen goes black. Troubleshooting and rebooting were done and a hard drive error was then observed. Another attempt to reboot the programmer was attempted and a black screen occurred again. The programmer was going to be returned for analysis and repair. No patient involvement was reported.